Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an endoscopic lung cancer radical surgery, while being applied at the lung lobe, the stapler was unable to fire and the surgeon was unable to press the green button nor squeeze the handle. They were also unable to "nail" which led to a poor stitch formation and incomplete proximal suture line. There was no patient injury.